Event description:
Same case as MFR ID # 2134265-2015-03727. It was reported that entrapment occurred. The moderately tortuous and severely calcified target lesion was located below the knee. During advancement of the 300cm v-14¿ controlwire® though the rubicon¿ 14 catheter, the guidewire was unable to be advanced out the tip of the catheter. The physician noted that the advancement and removal of the wire was difficult. The tip of the wire detached upon removal. A new 300cm v-14¿ controlwire® was advanced though the guide however was also unable to be advanced out the tip of the catheter, the tip of the detached wire was assumed to be stuck inside the catheter. The procedure was completed with a different device. No further patient complications were reported and the patient status is stable.

Event description:
Same case as MFR ID # 2134265-2015-03727. It was reported that entrapment occurred. The moderately tortuous and severely calcified target lesion was located below the knee. During advancement of the 300cm v-14¿ controlwire® though the rubicon¿ 14 catheter, the guidewire was unable to be advanced out the tip of the catheter. The physician noted that the advancement and removal of the wire was difficult. The tip of the wire detached upon removal. A new 300cm v-14¿ controlwire® was advanced though the guide however was also unable to be advanced out the tip of the catheter, the tip of the detached wire was assumed to be stuck inside the catheter. The procedure was completed with a different device. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - microscopic examination revealed that there was no guidewire stuck in the lumen of the rubicon. It was also revealed that the distal portion of the shaft had multiple kinks and the distal tip was damaged. The inner diameter (ID) of the hub and tip were measured to be within specification. The guidewire used in the procedure was not returned for product analysis. A kinetix .014¿ guidewire was used for functional testing. Functional testing was performed by inserting the guidewire through the hub of the rubicon device and advancing through the entire device; however, there was resistance at the kinked shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues or damage were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).